Manufacturer narrative:
Concomitant medical products: rnb212553h ,implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with an infection of unknown origin and their implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.